Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported communication issue between pump and meter, differences in sensor and blood glucose values. Blood glucose value was 70 mg/dl and sensor glucose value was 344 mg/dl. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, unomedical. Troubleshooting was performed for the sensor issue and communication issue. Advised customer to replace the sensor. Communication issue was resolved with meter. Difference between sensor and blood glucose at time of event was not within the target range. Troubleshooting was not performed for the reported harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-1884, mmt-7040a, unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.